Event description:
An 8 mm amplatzer vascular plug ii (avpii) was used off-label to treat a paravalvular leak; however, the avpii prematurely detached from the delivery cable and embolized. The avpii was percutaneously snared and removed from the patient. Prior to the implant of the avpii, there was manipulation to secure position and physician modification of several catheters to shorten them as there was difficulty in delivering the avpii to the intended site. After retrieval of the embolized device, the case was aborted due to the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. The weight of the patient is not available.

Manufacturer narrative:
An event of embolization was reported. The results of this investigation confirmed the 8 mm amplatzer vascular plug 2 was able to be attached to and detached from its associated delivery wire. A review of the device history record confirmed the plug and its components each met all visual, dimensional, and functional specifications at the time they were manufactured, prior to shipment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.